Event description:
The customer states that one patient sample generated an alleged false positive result with the axsym toxo igg assay. On (B)(6) 2010, this patient generated a positive axsym toxo igg assay result of 15 iu/ml. The current sample generated a result of 0 iu/ml. The january sample was then retested and generated a result of 0 iu/ml. Controls have been within specifications on all runs. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 9k08 that has a similar product distributed in the us, list number 3b22-22. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.